Event description:
It was reported that the haptics of the preloaded lens was explanted because the patient was not satisfied with their vision, which led to the explant and exchange. The lens was removed and replaced during a secondary surgical procedure with a dib00 model lens. No further information is available.

Manufacturer narrative:
Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.